Event description:
Upon investigation on (B) (6) 2009, MFR's domestic evaluations lab found lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.